Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 40-70 mg/dl. Reportedly, bg was due incorrect pump settings and customer contacted a healthcare provider regarding the settings. Customer declined to provide additional information regarding the event.